Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the reported e216 scope communication error issue could not be determined, as the issue could not be reproduced or confirmed; the device operated per specifications. The event can be prevented by following the instructions for use (IFU) which states: important information ¿ please read before use precaution: caution ¿turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor¿. Precautions for disappeared or frozen endoscopic image: warning ¿follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination¿. 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the wli, nbi, and rdi endoscopic images are normal¿. 5.1 troubleshooting ¿if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿¿. ¿if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the bronchovideoscope had an e226 scope communication error. It was also noted that it was leaking from the supply plug. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there were no issues with the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.